Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: a photo was received. The picture shows a top view of a green reload, the left side of the reloads is almost completely fired, the right side inner rows appears to be fired about 3/4 and the outer right row appears to be 1/4 fired. Based on the photo received, the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the third to last firing of the stapler, with a green reload, after the stapler fired, only staples on the patient side deployed. A second stapler and reload was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number: r57f97. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.